Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, initial threads of the implant stripped and sheared, which did not allow cage to expand. The implant was then completely explanted; and was replaced by another product. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and optical inspection confirmed a couple of the teeth in the centerpiece track have been stripped and broke off. It appears the teeth were overloaded from excessive force placed on the cage during use. If information is provided in the future, a supplemental report will be issued.